Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient started using a sleep number one bed and noticed that the bed made them sick ever since they started using it. It was reviewed the possible interference from the bed was not known. It was reviewed to try to a different bed to see if the symptoms subside. There were no further complications reported.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the deep brain stimulation (dbs) and medications were not working; the patient was extremely difficult to understand and said something about being able to walk. She said she was having anxiety because she thinks the sleep number bed was causing all this. It was recommended to stop using the sleep number bed for the time being.